Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had ¿complications¿ since her implant and had a second surgery in (B)(6) 2013. It was noted that the patient was still having issues with pain and swelling at the implant site. The reporter stated that the patient¿s pain management doctor recommended that she turn her therapy off to see how she does without therapy. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va009bl, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was keloid at the device site. It was noted that there were no abnormal impedance measurements. It was reported that no surgical intervention had occurred. The reported intervention was an MRI, x-ray, or CT scan 2 cm around the device. It was noted that no reprogramming occurred. The patient did not require hospitalization due to the event and the outcome was a non-serious illness or injury.